Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse found that the clutch slider had snapped off and replaced the damaged master tool manipulator (mtm) with a new one. However, the new mtm was a dead on arrival part, and once installed the system encountered error 23008 / 23013 during test drive. Non-intuitive motion was observed and there was ptec error on outer yaw axis or axis 1 when the mtm was moved left or right. Fse replaced it with another mtm to correct issue. The fse will be returning the original mtm and the second mtm that was dead on arrival back to isi. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has not received the mtms for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. No image or video clip for the reported event was available for review. Verification via logs confirms the occurrence of a procedure on the reported event date matching the documented event details and confirming the procedure date of (B)(6) 2022 on system sl0936 for a radical cystectomy w/ ileal conduit procedure. This complaint is considered a reportable event due to the following conclusion: the customer converted to another da vinci system after the start of the procedure due to an error with the master tool manipulator. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted radical cystectomy w/ ileal conduit surgical procedure, there was an error with master tool manipulator-left (mtml). The error message meant that the user could recover the issue by disabling mtml. However, the surgeon needed mtml to finish the surgery. The site had already attempted to power cycle, but the issue was not resolved. The intuitive surgical, inc. (Isi) technical support engineer (tse) suggested the customer to replace the current surgeon side console (ssc) with an alternate ssc that the site had. The customer confirmed that the suggestion worked and continued working with the alternate ssc. The procedure resumed as planned with no harm or injury to the patient. Isi followed up with the initial reporter and obtained the following additional information: the customer confirmed that the procedure was completed using the other ssc.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3 product evaluation information can be found in the following fields: h6 and h10 intuitive surgical, inc. (Isi) received the two master tool manipulators (mtm)- sn (B)(6) and sn (B)(6) involved with this complaint and completed the device evaluation. For sn (B)(6): failure analysis reproduced the reported button calibration failure during calibration (via matlab). The following parts will be replaced as a fix: opto button assemblies, embedded serializer for master handle (esmh) printed circuit assembly (pca). For sn (B)(6) : failure analysis reproduced the reported error 23008 / 23013 during sine cycle. A golden esmb pca was installed, all tests performed via dte and matlab passed. Original parts were re-installed and mtm2 errored out for 23008 during sine cycle. As a fix, following parts will be replaced : embedded serializer in master base (esmb) pca, main wire harness.